Event description:
It was reported that during an unknown procedure the ec60 could not fire at the second stroke of the first firing with ecr60g. The firing trigger was floppy. 1/3 cut line and staple line were deployed. Changed to a new device and reload to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). The analysis results found that one ec60 device was returned in good visual condition and with an ecr60g cartridge loaded on the device. The returned cartridge was received fully fired and in good visual condition. The device was noted to have the firing mechanism damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing shuttle was found damaged, not allowing the firing mechanism to properly function. While no conclusion could be reached as to how the firing shuttle became damaged; it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4) . The batch record was reviewed and no anomalies were noted during the manufacturing process.